Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 4 of 4. Reference MFR report #: 3006705815-2016-00467, 1627487-2016-05044 and 1627487-2016-05045. It was reported the patient had developed an infection at both the ipg and lead sites. The doctor cleaned up the wounds on (B)(6) 2016 and gave the patient antibiotics. However, it could not resolved the issue. As a result, the patient will undergo surgicla intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report #: 3006705815-2016-00467, 1627487-2016-05044 and 1627487-2016-05045. Follow-up revealed the scs system was explanted on (B)(6) 2016. The patient is still on antibiotics and is doing much better.